Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal delivery, the customer's blood glucose (bg) level decreased to 51 mg/dl. Customer required assistance by emergency medical technicians consuming carbohydrates and monitoring bg levels. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.